Event description:
It was reported to boston scientific corporation that upon receipt of a cre wireguide with biliary balloon, a hole was noted on the pouch. According to the complainant, the package was compromised and delivered damaged. There was no patient or procedure involved.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the front of the pouch had a straight cut/hole down the packaging near the package label. All pouch seals were intact and there was no damage observed to the unit inside. The reported event of hole in package was confirmed. A probable root cause of handling damage will be assigned to this complaint as it is most likely that the pouch was damaged by handling of the device during unpacking. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that upon receipt of a cre wireguided with biliary balloon, a hole was noted on the pouch. According to the complainant, the package was compromised and delivered damaged. There was no patient or procedure involved.